Manufacturer narrative:
According to the report, the synergraft aortic valve & conduit allograft sid (B)(6) (donor (B)(6)) was implanted on (B)(6) 2002. The patient has developed severe aortic regurgitation and a transcatheter valve in valve procedure is planned. Use of aortic allografts for aortic valve replacement is an excellent option for patients due to the excellent freedom from endocarditis, lack of anticoagulation therapies, being non-thrombogenic, and having excellent hemodynamic characteristics. Over time, allografts may undergo structural deterioration and calcification, which can result in the narrowing of the conduit. Results from standard-processed aortic allografts implanted in patients around age 50 show excellent results, with freedom from structural valve deterioration at 82% at 10 years and 81% at 15 years. The use of cryopreserved homografts that have undergone the synergraft process (sg) has been shown to be effective in reducing panel reactive antibody levels (i.e., the immune response) of recipients when compared to standard-processed allografts. It remained unknown if reduction in immune response will translate into improved durability of the valve. Literature on sg aortic valves is limited; however, 2-year results in adult recipients are promising with no explants reported. Reports on sg pulmonary valves indicates equivalent or improved performance when compared to standard pulmonary allografts. According to the literature, explantation of the valve approximately 11 years after implantation in a (B)(6) patient due to structural degeneration is not unexpected. A review of the processing records for allograft was performed. This review indicates that the allograft was processed according to all processing specifications at that time. No further actions are warranted at this time.

Event description:
According to the report, the synergraft aortic valve and conduit allograft was implanted on (B)(6) 2002. The patient has developed severe aortic regurgitation and a transcatheter valve in valve procedure is planned.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Manufacturer narrative:
According to the phone call received by field assurance on 08/19/2014, the allograft, originally implanted in 2002 is now "failing" meaning severe aortic regurgitation. Due to the patient's condition, open surgical replacement of the valve is not possible. The hospital is planning a transcatheter aortic valve replacement. The allograft was not returned to cryolife, so no direct observations can be made. Use of aortic allografts for aortic valve replacement is an excellent option for patients due to the excellent freedom from endocarditis, lack of anticoagulation therapies, being non-thrombogenic, and having superb hemodynamic characteristics. However, over time allografts can undergo calcification and structural valve deterioration (svd) can result in either a narrowing of the conduit (stenosis; as) or aortic insufficiency (ai) or both. As the stenosis or insufficiency worsens over time, the valve may be explanted and replaced with another allograft or other aortic prosthesis or in this case, with a transcatheter valve replacement. Results from standard-processed aortic allografts implanted in patients around age 50 show excellent results, with freedom from structural valve deterioration at 82% at 10 years and 81% at 15 years. The IFU lists valvular insufficiency as an adverse event reported with the use of cardiac allografts. The IFU states "cryovalve sg aortic is human biological tissue and, as such, present considerable anatomical variation. Specific valve attributes (representing normal biological variation) and donor-specific information are described in the allograft diagram on the certificate of assurance supplied with each valve." There is no indication that an error or deficiency occurred at cryolife. The instructions for use provide adequate warnings and precautions.

Event description:
According to the report, the synergraft aortic valve and conduit allograft was implanted on (B)(6) 2002. The patient has developed severe aortic regurgitation and a transcatheter valve in valve procedure is planned.